Manufacturer narrative:
Device not yet available for evaluation.

Event description:
Customer reported that the head of the duraguard broke which allowed for the blade to move freely and tear the sinus vein. Because of the bleeding, pt rec'd a red cell transfusion.